Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process over the past few months. Customer reported blood glucose level was 149 (mg/dl) at the time of the report. Reportedly the customer has manual injections as alternate insulin therapy.